Manufacturer narrative:
Subject device was not explanted. Synthes is unable to provide the date of manufacture as no product was returned and no part/lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part/lot number was provided. Without a lot number the device history records review could not be completed.

Event description:
Patient status post pdl implantation l4-5, l5-s1, implanted on (B)(6) 2010 heard something pop in (B)(6) 2010. In (B)(6) 2010, patient experienced increased pain returning to surgeon in (B)(6) 2011. An x-ray showed the prodisc-l polyethylene inlay popped out anteriorly at l5-s1. Surgeon performed an epidural on (B)(6) 2011 and is monitoring the patient. No hardware has been removed at this time. This is one of three reports for this event.